Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the lead was capped and replaced on (B)(6) 2019 due to fracture. No further information available.

Event description:
New information received notes the lead fracture was noted upon inspection during a routine generator change. Lead noise was observed. Patient was stable before, during, and after the procedure.